Manufacturer narrative:
The conclusions are as follows: the subject esprit sr was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: manufacturing date: 04-sep-2024, use before date: 04-sep-2026, sterilization lot number: s0699 - 3787 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, this was implanted on (B)(6) 2025, it was detected the pocket incision infection on (B)(6) 2025. With protrusion, swelling, exudation of yellow secretion, and a slight tenderness.